Event description:
Revision surgery - the pt dislocated posteriorly three weeks post-op from an abrupt movement of the arm while in the immobilizer.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after five weeks of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The surgeon kept the device and the components were not returned to djo surgical for examination. (B)(4). The root cause for the dislocation was most likely due to the patient moving abruptly while in the immobilizer. There are no indications of a product or process issue affecting implant safety or effectiveness.